Event description:
Previous emdr reported capsular contracture baker grade unspecified. Health professional later confirmed the capsular contracture event pertains to the contralateral side only and will be unreported. The device has been explanted. A capsulectomy was performed.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "fluid capsule and intense pain." Via ultrasound.

Event description:
A patient reported they experienced the events of ¿fluid capsule according to last ultrasound result. Reports that it had already showed before, after implant, however it¿s been progressing¿ and ¿patient feels a lot of pain during exam¿. Recently, patient reported a capsular contracture on an unspecified side the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.